Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly fully healed. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient previously underwent wound debridement surgery on (B)(6) 2021. On (B)(6) 2021, the recipient underwent device repositioning surgery and the wound was debrided. Infection was noted during surgery. The infection has since resolved, however, the device remains extruded. Another revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2021, the recipient reportedly underwent another surgery. The recipient's device was secured and the incision site was closed. The recipient's surgery went well. The recipient is in the process of healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing healing issues. In (B)(6) 2020, the recipient presented with swelling and drainage at the implant site and the device began to extrude. The recipient was treated with antibiotics, however, the issue did not resolve. In (B)(6) 2020, the recipient underwent a rotation pedicel fascia flap procedure with wound debridement. The recipient's implant site has not healed and is presenting with an open wound and extruded device. Revision surgery is scheduled.